Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke, but it is unknown when or how the event occured.

Manufacturer narrative:
Persona tibial articular surface provisional (ps tasp) was returned for investigation. Visual and photograph inspection of the returned ps tasp top confirmed that it had fractured into two pieces medial to the post. It was noted, both pieces were returned for exam. This is a known issue which has been investigated through corrective actions. This device is used for treatment. Corrective actions investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.